Event description:
While the doctor was attaching the inserted paracentesis catheter to the drainage collection tubing, the hub of the catheter completely detached and the catheter remained in the patient's abdomen. We were able to completely remove the catheter with a hemostat. A new catheter was inserted in the same place with the use of an exchange guidewire. The paracentesis was completed without incident. The patient discharged as planned.